Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. There were no visual or functional abnormalities observed during product analysis. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open gastrectomy procedure. The stapling device was being applied to the stomach. The open stapler did not fire, the staples did not deploy. The account cut the tissue thinking that the staples had deployed. When the stapler was released there was no staple line. In order to resolve the issue and complete the case, the surgeon sutured the tissue closed by hand. There was no patient harm. The patient status is alive, no injury.